Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 227 mg/dl. A bolus was delivered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue.